Event description:
The user received a questionable total bilirubin result for one patient sample and a questionable magnesium result for another patient sample on the integra 800. Of the data provided, the magnesium result was discrepant. The initial magnesium result was 0.8 mg/dl and the repeat result from the same analyzer was 1.3 mg/dl. No erroneous results were reported outside the laboratory. The patients were not affected. The magnesium reagent lot number was 62861801. The field service representative determined there was imprecision. He replaced multiple components and performed necessary repairs. To verify the analyzer operation, he ran performance tests with no issues and results met specifications. The user ran calibration and quality control with no issues.